Event description:
PICC line present in emergency room. Power injector used - PICC line "fractured." Pt had PICC removed and replaced. Arrived from rehab where PICC was used due to bacteremia. Body habitus problematic and arm placement of PICC. (B)(6).